Manufacturer narrative:
Reported event of a separation failure could not be confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure it was noted that the tether could not be released after fixation of the right atrial leadless pacemaker (ralp). The inability to release the tether was confirmed when the tether length no longer responded to movement of the control knob, indicating a tether fracture. The ralp was successfully removed and ultimately not implanted. Patient condition was stable.